Manufacturer narrative:
The (B)(4), this is a failure of ls1. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
The customer reported backup alarm failure alarm that is very intermittent. This is a check vent alarm. No patient harm was reported and patient information has been requested.